Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd macro-vue¿ rpr card test the antigen solution is too "grainy", and the reaction is too weak for both controls and patient samples. No patient impact. The following information was provided by the initial reporter: rpr 275005 - reaction is too weak. Followed up with the customer by phone; customer states that antigen solution is too "grainy", and the reaction is too weak for both controls and patient samples; customer ordered 3 kits of lot # 2013911, and they already used up the first kit, and opened the second one in hopes it is better but it is the same, too weak and grainy.

Manufacturer narrative:
H.6 investigation summary: visual inspection was performed to retention samples, returned goods and no discrepancy were found. Batch record review do not show any discrepancy. Complaint unconfirmed based of retention, returned goods test results and batch history record review. Complaint unconfirmed special attention should be provided to: antigen storage and use. Sample and room temperature during the test. Type of specimen used: collection and preparation. According of the ¿manual of test for syphilis¿ edition 9.0 the following ¿sources of error¿ had been identified for increase of reactivity or false reactivity for the rpr test. If the time of rotation is too long, test reactivity may be increased. If the card is excessively rotated and tilted (to and fro motions) by hand after removal from the rotator, a false reactive result may occur. If the serum is unevenly spread in the circle, the antigen and the antibody may not mix properly. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h.10.

Event description:
It was reported that while using bd macro-vue¿ rpr card test the antigen solution is too "grainy", and the reaction is too weak for both controls and patient samples. No patient impact. The following information was provided by the initial reporter: rpr 275005 - reaction is too weak followed up with the customer by phone; customer states that antigen solution is too "grainy", and the reaction is too weak for both controls and patient samples; customer ordered 3 kits of lot # 2013911, and they already used up the first kit, and opened the second one in hopes it is better but it is the same, too weak and grainy.